Event description:
General report received of unspecified number of undocumented incidents of concurrent flow. The primary tubing sets were being used to deliver unspecified solutions. The secondary tubing sets were being used for piggyback delivery of unspecified medications and were connected to the primary tubing sets. The customer contact reported the primary solution containers were lowered below the secondary solution containers and the therapies were resumed. After unspecified lengths of time in use, the nurses noted concurrent flow. It was reported the primary solution containers were lowered further below the secondary solution containers or the primary tubing sets were clamped. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded.